Event description:
It was reported that an interrogation showed the right ventricular (rv) lead had low impedance and showed episodes of non-sustained ventricular tachycardia (nsvt). It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which was possibly triggered by noise of an unknown origin. The rv and ra leads were explanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2013; 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Lead impedance drops from approximately 500 ohms in (B)(4) 2013 to approximately 300 ohms in (B)(4) 2013 and then further to below 100 ohms in (B)(4) 2013.